Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion set connector was not attached properly, causing the cartridge to fall out of the chamber and interrupt insulin delivery until the user and spouse, with agent guidance, replaced supplies and resumed therapy; the user employs a 23-inch, 6 mm cannula infusion set. Symptoms included hyperglycemia with readings reported as ¿high,¿ approximately four hours above 180 mg/dl, device alerts for glucose above 300 mg/dl for over 90 minutes, and patient irritation. Outcomes included no use of backup insulin therapy, no ketone testing, no healthcare provider intervention, and no hospitalization. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed user setup error related to an improperly attached infusion set connector leading to unintentional interruption of insulin delivery, with no device alarms or malfunctions reported beyond high-glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was user error.